Event description:
It was reported that there was a pericardial effusion. The patient underwent a concomitant pulse field ablation (pfa) and a left atrial appendage (laa) closure procedure. The physician gained venous access and proceeded with the concomitant procedure. During the ablation procedure there was a pericardial effusion noted. The procedure was successfully completed. A watchman fxd curve access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and was successfully implanted. After the closure device was implanted the pericardial effusion was noted to be bigger. The physician then performed a pericardiocentesis and drained 720ml of fluid from the pericardium before giving it back to the patient. The patient was then brought to the intensive care unit. There were no other complications that were reported to have occurred as a result of this event. The patient is expected to make a full recovery from this event and be discharged home.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that there was a pericardial effusion. The patient underwent a concomitant pulse field ablation (pfa) and a left atrial appendage (laa) closure procedure. The physician gained venous access and proceeded with the concomitant procedure. During the ablation procedure there was a pericardial effusion noted. The procedure was successfully completed. A watchman fxd curve access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and was successfully implanted. After the closure device was implanted the pericardial effusion was noted to be bigger. The physician then performed a pericardiocentesis and drained 720ml of fluid from the pericardium before giving it back to the patient. The patient was then brought to the intensive care unit. There were no other complications that were reported to have occurred as a result of this event. The patient is expected to make a full recovery from this event and be discharged home.